Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2022-00020.

Event description:
The user facility reported that fluoroscopy revealed part of the non-abbott 6fr sheath was identified floating in the right atrium. A snare retrieval system (unknown manufacturer) was introduced, and the partial sheath was retrieved from the pulmonary artery (which is where the sheath had advanced to at that point). Following removal, all diagnostic catheters were intact, and the physician left the room. Then, the operating physician tried to introduce a new non-abbott 8f sheath into the groin, at which it was observed that this new sheath also was severed and left a partial segment inside the right femoral vein. The other physician was notified and came back and used another snare retrieval system (manufacturer unknown) from the left groin to retrieve the 8f segment from the right side. There was successful retrieval of said sheath segment and the rest of the circulatory system of patient was observed under fluoroscopy to make sure that there were no remaining fragments/segments of sheath in the body. The procedure was then aborted, and all remaining sheaths removed. The patient was stable throughout the procedure with no complications or adverse events/outcomes. Additional information was received on 25-mar-2022: the procedure being performed for the patient was an electrophysiological (ep) study. The sheaths were severed mid-sheath. The 6fr was approximately a 2-inch piece and the 8fr was approximately a 4-inch piece. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up # 2. Terumo tmc performed a maude search on 27 apr 2022. Report number mw5108399 was found and was confirmed to be of the same reported event, and therefore the maude report has been provided.

Event description:
Terumo tmc performed a maude search on 27 apr 2022 and report number mw5108399 was found. The description states the following: "during an ep study in ccl, one 6fr groin sheath and one 8fr groin sheath broke off in the patients right and left femoral veins. Cardiologist was called in to intervene and was able to retrieve all pieces of both sheaths. Manual pressure was held at groin site and hemostasis was obtained without any injury to the patient."

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct the lot number reported in section d4. The correct lot number is 0000103350 however it was previous inadvertantly reported incorrectly.

Event description:
A maude database search conducted on 30sept2023 found medwatch report #mw5136877. The event description states: "fluoroscopy revealed part of the non-abbott 6f sheath was identified floating in the right atrium. A snare retrieval system (unknown manufacturer) was introduced and the partial sheath was retrieved from the pulmonary artery which is where the sheath had advanced to at that point). Following removal, all diagnostic catheters were intact and the physician left the room. Then, the operating physician tried to introduce a new non-abbott 8f sheath into the groin, at which it was observed that this new sheath also was severed and left a partial segment inside the right femoral vein. The other physician was notified and came back and used another snare retrieval system (manufacturer unknown) from the left groin to retrieve the 8f segment from the right side. There was successful retrieval of said sheath segment and the rest of the circulatory system of patient was observed under fluoroscopy to make sure that there were no remaining fragments/segments of sheath in the body. The procedure was then aborted and all remaining sheaths removed. The patient was stable throughout the procedure with no complications or adverse events/outcomes. This report reflects information received by FDA in the form of a notification per 803. 22 (b)(2).

Manufacturer narrative:
This report is being sent as follow up no 4 to provide medwatch report #mw5136877. A maude database search was conducted. Medwatch report #mw5136877 was found and was confirmed to be the same reported event; therefore, the medwatch report has been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the ablation catheter perforated the sheath and led to the breakage experienced. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.